Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient unable to set ipg into MRI mode was reported to abbott. It was determined the patient was not receiving effective therapy and had high impedances. There was also an infection so the surgery did not take place as scheduled; doctor found infection as soon as he cut down on patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.